Event description:
It was reported that the stapler wouldn't fully close and therefore couldn't fully fire. The surgeon feels that it was simply the anatomy and doesn't blame stapler. Converted to using a contour and although it took a lot of force to close it was able to fire and complete the resection. Surgery was delayed by 5 minutes, and surgery was completed successfully.

Manufacturer narrative:
(B)(4). Batch # 135c68. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 135c68, and no non-conformances were identified.